Event description:
It was reported that a (B)(6) female patient underwent a right shoulder revision. A loose baseplate was reported. The patient was revised with a equinox cta head. The patient was last known to be in stable condition following the event. No specific device reported. No product returning due to hospital policy.

Manufacturer narrative:
Pending evaluation. Concomitant medical products: tray, liner, baseplate, glenosphere.

Manufacturer narrative:
Section h10: (h3) the revision reported may have been the result of an insufficient bond between the glenoid baseplate and the bone, patient-related conditions, or a combination of these possibilities, which led to aseptic (non-infected) glenoid loosening. However, this cannot be confirmed as the devices were not returned for evaluation and pre-revision x-rays were not provided.